Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician was having difficulties inserting this right ventricular (rv) lead into a competitor¿s device. Boston scientific technical services provided troubleshooting option and the rv lead was eventually successfully implanted with the use of mineral oil. There was no damage to any products noted and no adverse patient effects reported.